Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 351 mg/dl at the time of the incident. Customer stated her insulin pump is not working. Customer stated that the battery cap came off and it rolled under the stove, she put a battery in the pump and pushed it down with her thumb and now she has a blank display. Customer is calling back with blank display after receiving new battery cap. Customer reported that display is blank. Customer reported that insert battery alarm did not display on the pump screen. The customer was assisted with troubleshooting and the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
.